Event description:
A nurse noticed a laceration on the outer portion of the pt's foot after being transported on a stretcher bed. The pt received 5 stitches as a result of the cut. The i.v. Socket on the foot section has a sharp edge which may have caused the cut.